Manufacturer narrative:
Conclusions: summary of the investigation: there was no coil or cable in the vicinity of the burn. Padding was used to keep sufficient distance between cable/coil and the pt. No part of coil or cables touched the pt's body. Sand bags were used to immobilize the lower extremities. A sheet was used to cover pt's feet. Pt's feet were taped together without isolation to deter motion. Some scans with high sar levels were performed. The conclusion is that the burns were caused by skin to skin contact. Skin to skin burns is a known cause for rf burns during a MRI scan. The best way to prevent skin to skin rf burns is to create enough isolation between the two skin surfaces either by distance or by an isolating material between the skins. The instructions for use already contain extensive warnings. Note: the indicated importer has received FDA exemption number, to submit one FDA form 3500a to satisfy both the importer and manufacturer for the same event.

Event description:
This report is being filed upon notification from our mr manufacturer in a foreign country, to submit this event. Problem: pt had a mr procedure. Pt was scanned with sense body coil with the feet first into the magnet. The coil was positioned around the pt legs and padding was used to separate the coil cables from the pt. During the last sequence of the examination the pt said his feet felt like they were burning. Later, two second degree burns with 1.25 cm blisters appeared on the big toes.